Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Revise entry description to: it was reported that the customer had seen 3-4 incident reports where the devices have under-infused. There was no information on patient involvement. It was later added that the reports of under-infusion were also in other areas with tacrolimus.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Revise entry description to: it was reported that the customer had seen 3-4 incident reports where the devices have under-infused. There was no information on patient involvement. It was later added that the reports of under-infusion were also in other areas with tacrolimus.